Event description:
Medical affairs has been unable to get in contact with the pt; therefore, sent a letter to obtain more clinical info. The pt called alleging the meter was set to the incorrect unit of measurement. No info on what the pt's blood glucose was on their meter. The pt treated themselves with insulin and did not experience any symptoms. The paramedic's were called and the pt's blood glucose on the paramedic's meter read 31 mg/dl. The pt was treated with IV. No info on the time difference, what the reading was on the pt's meter or if the pt experienced any symptoms. The pt did not recently go into the settings and changed the unit of measurement. Due to a spontaneous/unintentional power interrruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable due to a malfunction.